Event description:
During a lateral thoraco-lumbar with corpectomy, the hex nut was too tight on the screw. The hex nut could not be removed with a hand-held hex screwdriver. The screw broke as a result of the excess torque applied to the hex screwdriver. The broken pieces were successfully removed and discarded. The procedure was successfully completed with other parts. No pt harm was reported. The device was discarded by the hosp.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. No investigation could not be performed; no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a review of the device history could not be performed.